Manufacturer narrative:
The device was unavailable for return. Therefore, evaluation of the device performance was not possible. A review of the manufacturing records was also not possible as a lot number was not provided. Additional reported information: the event date and pt specific information were unk. It was also unk by the user facility if the disconnection was due to a product issue or user process issue. There was no reportable pt complication that resulted from this disconnection.

Event description:
It was reported to medtronic neurosurgery that the hub had disconnected from the tubing after the pt was taken to the restroom. The rn visualized csf leaking form the tubing after the pt was returned from the restroom. The pt was laid fault and the tubing was clamped using a hemostat. It was also reported the lot number of device was unk.